Manufacturer narrative:
Correction to complaint rate: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000905507a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 000905507a, test base part number 195-430wjr/lot 905507. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000905507 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025. Additional testing was performed earlier the same day at a clinic (platform unknown) and generated positive results. The consumer reported being asymptomatic at the time of testing. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000905507a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 000905507a, test base part number 195-430wjr / lot 905507. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000905507a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 additional testing was performed earlier the same day at a clinic (platform unknown) and generated positive results. The consumer reported being asymptomatic at the time of testing. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025. Additional testing was performed earlier the same day at a clinic (platform unknown) and generated positive results. The consumer reported being asymptomatic at the time of testing. No additional information, including treatment and outcome, was provided.